Event description:
On (B)(6) 2013 the reporter contacted animas to report that on an unspecified date ¿two years ago¿, the patient experienced a hypoglycemic event. The patient went to the hospital and received unspecified treatment. No information was provided about the patient¿s blood glucose levels, symptoms, status, treatment or pump settings at the time of this event. As the patient allegedly suffered symptoms suggesting severe hypoglycemia while using the pump and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.